Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing. Normal pacer operation was observed. The unit is within new pacer specifications.

Event description:
The reporter indicated that the patient came in for a follow-up after phone service reported magnet rate at 88ppm. At the previous follow-up, it had been at 85ppm. In the clinic, a magnet rate of 88ppm was seen and telemetry could not be acquired using a magnet. The patient's intrinsic rate was 75ppm. The device was reprogrammed to v00 @ 80ppm. Telemetry was then successfully acquired, and ECG strips were taken. Without a magnet, the rate was at 80ppm and capture is appropriate. With the magnet, the rate is also 80ppm. Although the telemetry indicates that the device is at beginning of service, the magnet response indicates that the reed switch may not be closing. The device was replaced.